Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse tried to inject sterile water into the inflation lumen of the catheter, but failed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse tried to inject sterile water into the inflation lumen of the catheter, but failed.

Manufacturer narrative:
Received 3 way tsc catheter only. Per visual inspection, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. During functional testing, sample was tested using a lab syringe. The balloon was inflated with 10cc water using normal fill technique and the balloon inflated without difficulty in 7sec and 16sec and the inflation funnel did not balloon out during inflation. The balloon was deflated and re-inflated again with the quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The sample was dissected and did not find anything to contribute to the reported problem. The following results were found during the dimensional evaluation: eye snip length 2/32¿. Eye snip width 1/32¿. Eye snip distance from distal cuff 8/32¿. Eye snip distance from proximal cuff 10/32¿. Rubberize thickness 11 thou. Reinforcement 167 thou. Inflation funnel thickness 51 thou. Balloon thickness (average) 26 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse tried to inject sterile water into the inflation lumen of the catheter, but failed.